Manufacturer narrative:
Concomitant medical product: dtma2qq crtd, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted and replaced due to infection. I was additionally noted that the device was exposed from the pocket. No further patient complications have been reported as a result of this event.